Manufacturer narrative:
The device was not returned to zoll; the customer returned the defib paddles for evaluation. The malfunction was not replicated or confirmed. The paddles were put through extensive testing without duplicating the malfunction. The paddle were scrapped subsequent to testing. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to increase energy. Complainant indicated that there was no patient involvement in the reported malfunction.